Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the needle was broken. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the needle npe was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. Thirty one open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on twenty five samples and a broken non patient end of cannula was observed on the remaining six samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the needle was broken. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the needle npe was broken.